Event description:
The facility representative contacted baxter (B)(4) to report an intermate in which the blue cap was broken. It is unknown if there was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a broken blue cap was not confirmed. However, visual examination of the sample noted a broken distal luer. No root cause was identified, as no evidence of broken blue cap was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition.

Manufacturer narrative:
(B)(4). The device has been requested but not yet received for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.